Event description:
Caller states patient tested 4.8 inr on coaguchek xs system 1, and 2.6 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 21333312, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.